Event description:
It was reported that the patient presented to clinic for a follow up. Review of stored egms noted vt that appeared to be svt was observed. The patient received atp therapy that did not break the rhythm. Programming changes were performed. Device to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.